Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011. It was reported that the patient was not receiving stimulation coverage in the areas where she needed it. The system was explanted on (B)(6) 2011. The system was returned to the manufacturer for analysis. No additional information is available at this time.